Manufacturer narrative:
Corrected data: the fse dispatched date was 08-nov-2017. The corrected date is 07-nov-2017. Device manufacture date was 05/01/2010. The corrected date is 10/01/2010.

Event description:
N/a

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 08-nov-2017 a field service engineer (fse) was dispatched to the customer's facility and confirmed the reported issue. The fse reported that after clearing and replacing the broken sampling nozzle assembly, and also remove the broken tip from the reagent test cup lane. The aia-2000 instrument was performing within specifications. No further action was required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual, under appendix a4: error messages indicate that 4063-sorter tip pickup z-axis home overrun error is generated when the home sensor is activated improperly following movement of the z-axis sorter tip pickup. The other error 4113-reagent (test) cup-tip lane home overrun is generated when the home sensor is activated improperly after movement of the reagent (test) cup-tip lane. If retry for both messages fail, the measurement results will be flagged (mf flag). The solution for both is for the customer is to contact tosoh service center or local representatives. The most probable cause of the reported issue was due to a broken sample nozzle.

Event description:
On (B)(6) 2017 a customer reported getting errors 4063-sorter tip pick up z-axis home overrun and 4113- reagent (test) cup tip lane home overrun and short sample while running patient samples for fsh (follicle stimulating hormone), bhcg (beta human chorionic gonadotropin), and prog ii (progesterone) on the aia-2000 instrument. The customer reported that the sample probe appears to be broken. On 08-nov-2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of fsh, bhcg, and prog ii patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.